Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was admitted to the hospital due to receiving multiple shocks that were noted to be appropriate. Additionally, the device displayed a short circuit error message code 1004 which indicates shock impedances were low out of range. A review of device data found there were eight shocks delivered in one episode in which some of the shocks had difficulty converting the ventricular arrythmia. The final shock impedance measurement measured greater than 125 ohms. It was noted that the ICD was implanted on top of another manufacture's lead that has been implanted since 2007. Integrity of the system is questionable due to the lead. Subsequently, the device was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was admitted to the hospital due to receiving multiple shocks that were noted to be appropriate. Additionally, the device displayed a short circuit error message code 1004 which indicates shock impedances were low out of range. A review of device data found there were eight shocks delivered in one episode in which some of the shocks had difficulty converting the ventricular arrythmia. The final shock impedance measurement measured greater than 125 ohms. It was noted that the ICD was implanted on top of another manufacture's lead that has been implanted since 2007. Integrity of the system is questionable due to the lead. Subsequently, the device was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The device is expected to be returned. No additional adverse patient effects were reported. The returned energen ICD was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was admitted to the hospital due to receiving multiple shocks that were noted to be appropriate. Additionally, the device displayed a short circuit error message code 1004 which indicates shock impedances were low out of range. A review of device data found there were eight shocks delivered in one episode in which some of the shocks had difficulty converting the ventricular arrythmia. The final shock impedance measurement measured greater than 125 ohms. It was noted that the ICD was implanted on top of another manufacture's lead that has been implanted since 2007. Integrity of the system is questionable due to the lead. Subsequently, the device was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The device is expected to be returned. No additional adverse patient effects were reported.